Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure unraveled balloon material was allegedly found upon removing the balloon from the patient. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device and two electronic photos were returned for evaluation. A visual inspection found the outer layer to be peeled from the balloon throughout the length of the balloon. When inflating the balloon, the distal cone of the balloon took an asymmetrical shape due to a fiber disturbance. Therefore, the investigation is confirmed for peeled outer layer, fiber disturbance, and for deformation of the balloon during inflation. The reported unraveled fibers was unconfirmed as no fibers were found to be unraveled from the device. The constricted fibers at the distal cone of the balloon caused the balloon to take the asymmetric shape upon inflation. However, the definitive root cause for the identified fiber constriction or peeled outer layer could not be determined based on the available information. An investigation is currently open to address the peeling of the outer layer issue. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 10/2020).

Event description:
It was reported that during an angioplasty procedure unraveled balloon material was allegedly found upon removing the balloon from the patient. There was no reported patient injury.